Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Upon follow up, non-sustained right ventricular oversensing episodes were recorded on the device. No lead issues were suspected. The oversensing was suggested to be due to myopotentials. The device was reprogrammed and there were no patient consequences.